Event description:
Consumer stated that while he/she was using the brush head it felt very strange when cleaning. "Then I noticed that a piece of metal, firmly anchored, looks out of the back." Based on the pictures received, it appears to be an exposed staple